Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for peritonitis. The patient was treated with unspecified antibiotics and had finished the last dose of antibiotics on an unreported date. The patient had not recovered from the peritonitis at the time of the report. It was not reported if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.